Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that a transmission showed noise on the atrial and ventricular channels. The noise appeared to be lead noise and not external. The patient was to be brought in for further testing. The right atrial (ra) and right ventricular (rv) leads are still in use. No patient complications have been reported as a result of this event.